Manufacturer narrative:
Device has not been received for eval at this time.

Event description:
It was reported that the pa lumen hub was connected to the proximal injectate port and the proximal injectate lumen hub was connected to the pa distal lumen. No pt complications were reported. Follow up indicated that there were no pt complications.